Event description:
Laparoscopic gall bladder removal. Put arterial line catheter in radially in anesthesia. After surgery, pt was in recovery and arterial line catheter removal attempted. Resistance occurred and the catheter disconnected from the hub. Disconnected piece migrated up the arm and surgery was required to remove.